Event description:
It was reported that this brady lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the lead was placed and used for temporary pacing. No associated patient symptoms reported.